Event description:
Patient reported experiencing elevated blood glucose levels with a reading of 380 mg/dl this morning; was able to self-treat by giving boluses and no outside assistance was required. Patient stated he is not sure what is causing the elevated blood glucose levels. Patient reported there was insulin that leaked out of the cartridge into the pump. Patient stated the leak originated in the cartridge. Patient stated it was possible that the leaking cartridge had caused the elevated blood glucose levels. Patient also reported that his blood glucose level has been a little higher since he switched from using sites in his stomach to his thighs. Product was discarded and will not be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Product was discarded.

Event description:
Patient reported experiencing elevated blood glucose levels with a reading of 380 mg/dl this morning; was able to self-treat by giving boluses and no outside assistance was required. Patient stated he is not sure what is causing the elevated blood glucose levels. Patient reported there was insulin that leaked out of the cartridge into the pump. Patient stated the leak originated in the cartridge. Patient stated it was possible that the leaking cartridge had caused the elevated blood glucose levels. Patient also reported that his blood glucose level has been a little higher since he switched from using sites in his stomach to his thighs. Cartridge was returned for evaluation.